Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately two months based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5092312. Product family: scs-ipg-r, upn: m365sc11600, model: sc-2218-50, serial: (B)(4), batch: 345923.

Event description:
It was reported that the patients leads had high impedances which made reprogramming difficult. The patient underwent a revision procedure but the physician could not gain access to placed the new leads. The physician opted to explant the entire spinal cord stimulator. The explanted device components will not be returned.